Event description:
Additional information reported xen®45 gts implant seemed to be difficult to release and once released, upon gentle manipulation it broke in two. Surgery was not completed with a back-up device. The device made contact with the left eye but there is no eye injury.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "did not inject very easily and upon manipulation [stent] broke in two" during implantation in unknown eye. No eye injury reported.